Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 13 of the 14 prescribed days. The patient did not have sensitive skin, and it is unknown if the patient had a history of reactions to medical adhesives. Irhythm attempted to contact the patient on days (s) 20, 24, and 25 to obtain additional information, but with no result. As a result, it is unknown when the patient contracted the bacterial infection. The cause of the reported event cannot be determined; however, the patient¿s preexisting immune condition cannot be ruled out as a contributory factor. Skin irritation is an inherent risk of the device. However, if skin irritation progresses to infection and antibiotic treatment is required, the event is deemed reportable. The device manual's ¿warnings¿ and ¿application instruction¿ sections read as follows: check to ensure that the placement area does not have compromised skin. Note: do not place the monitor on an area with compromised skin. Please contact customer service for alternative placement sites. Do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with skin irritation and signs of a secondary infection. It was reported that the patient had previously been diagnosed with pseudomonas aeruginosa in their armpit area. A week later, the patient developed a penny-sized sore underneath the zio monitor. The monitor was removed, and a biopsy was performed at the sore site. The area tested positive for the same microorganism. The patient was prescribed cefepime antibiotics.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.